Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that during surgery a screw broke. The customer reported that the head of the screw came off whilst the surgeon was screwing the screw in. The surgeon decided to leave the screw shaft in place and finished the procedure successfully.

Event description:
It was reported that during surgery a screw broke. The customer reported that the head of the screw came off whilst the surgeon was screwing the screw in. The surgeon decided to leave the screw shaft in place and finished the procedure successfully.

Manufacturer narrative:
Investigation results showed that the bone screw broke as a result of too high torsional forces in forced rupture mode during insertion. The dimensions are in accordance with the specification. The fractured surface had the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been too small diameter or too low deepness of the pilot hole. No indications were found for any material or manufacturing related issue.